Manufacturer narrative:
Troubleshooting was performed by field service consisting of a preventative maintenance which identified residue under the trigger valve which indicates a fluidic issue. New valves were installed on the manifold and as a precaution, the vacuum pump was rebuilt and diaphragms were replaced. All verification procedures were completed and passed. The ca19-9 assay was re-calibrated and precision run was performed with control level 1 and all results were within defined control ranges per the package insert. Manifold valves were considered to be the likely cause. The architect system operations manual provides adequate labeling with recommendations for troubleshooting the customer's issue. Based on the available information, a deficiency of the system was not identified. Inadequate dispense of solutions or leaking valves are recognized as probable causes of erratic results. A malfunction of the manifold valves was identified which was resolved by replacing the valves. Review of service ticket history showed no subsequent tickets of this nature have been documented subsequent to the valve, manifold kit replacement.

Event description:
The customer stated a falsely elevated result was generated on the architect ca 19-9 xr assay. A patient generated an initial architect ca 19-9 xr result of 110.2 u/ml but upon repeat, the result was 11.14 u/ml. The laboratory's reference range is 0 - 37 u/ml. There was no report of impact to patient management.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete. An evaluation is in process.